Event description:
Hospital staff found a pt unresponsive and pulseless with a straightline showing on the bedside monitor. The staff stated that the monitor did not alarm.

Manufacturer narrative:
Spacelabs concluded after investigating that the event was not caused by a spacelabs product malfunction. The alarm volume tones had been turned off on the central station monitor in question. The arrhythmia detection and review feature had been turned off on the pt's bedside monitor, which prevented alarm strips from being sent to the recorder. When tested by a spacelabs service rep, the bedside monitor alarms operated to specifications.